Event description:
Reporter stated customer tested 3.3 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. Customer was experiencing a "slight paralysis" at the time of the 3.3 inr result and drove himself to the hospital. No treatment reported. No adverse event due to the device reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.